Event description:
During a distal femur fracture procedure, surgeon was reducing the plate to the bone with a pull reduction instrument and the threaded portion sheared off when it entered the bone. The sheared off portion remains in the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.